Event description:
A doctor alleged that two (2) patients had experienced a change in the color of their sonicfill restoration approximately six (6) to nine (9) months after placement. This is the first of two (2) reports.

Manufacturer narrative:
Specific information with regard to patient gender, age, and weight were not provided by the doctor. The doctor could not identify the catalog number or lot number of the product used; therefore, no information was provided in this report. The patient had returned to the office and the restoration was removed and replaced. The doctor stated that a drop of blood was discovered underneath the restoration, which may have been the cause of the discoloration. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.